Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed there was a tear located at the anterior view. No additional anomalies were discovered. Microscopic examination was performed. No evidence of instrument damage was observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/9/2019, since manufacturing date (4/23/2011) and date of implant ((B)(6) 2011) didn't match; mentor device tracking was reviewed and date of implant was updated to (B)(6) 2011 accordingly. Implantation date has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision reconstruction surgery with a 630cc mentor smooth round high profile and was presented with left side breast implant deflation. As a result, the device was explanted, and replaced with similar device on (B)(6) 2018.